Manufacturer narrative:
Manufacturer's investigation conclusion: specific cause for the reported patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Furthermore, review of the log files provided by the account confirmed a sudden onset of low flow alarms; however, a specific cause for these events could not be determined. The controller event log file contained data from 14:08:41 on 25aug2020 through 08:04:33 on 31aug2020, per the timestamps. Transient low flow fault flags were captured between 02:16:20 and 02:21:01 on 31aug2020 when the estimated flow dropped below the low flow threshold of 2.5 lpm to a range of 1.7-1.9 lpm. These faults resulted in three low flow hazard alarms which lasted between 5 and 11 seconds, each. At 02:21:04, the low flow faults became continuous and resulted in a low flow hazard alarm which persisted from 02:21:14 through 05:32:02. During this event, the estimated flow dropped from 1.9 lpm to as low as 0.1 lpm. At 05:32:03 on 31aug2020, the driveline was ultimately disconnected which was consistent with the termination of pump support following the patient¿s expiration. Despite the observed low flow events, the pump appeared to function as intended at the set speed. The pump was explanted following the patient¿s expiration; however, it was communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jun2018. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient went to the toilet at 2 pm on (B)(6) 2020. The patient's flow suddenly dropped and low flow alarms continuously occurred. The patient was unconscious and had expired before arriving at the hospital. The pump was explanted. The patient's cause of death was unknown. Log files were sent for analysis. A review of the log files captured low flow events on (B)(6) 2020 at 02:16 with flow calculated in the 2.0 liters per minute (lpm) range. Several minutes later the flow was at 0.5 lpm. Motor power and pulsatility index (pi) levels decreased with these low flow events. The driveline was disconnected on (B)(6) 2020 at 05:32. The hospital was still investigating the patient's cause of death. No additional information was available.